Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed discomfort due to an increase in pocket swelling. A venogram performed showed subclavian occlusion due to leads and no collateral veins observed. The left sided pacing system was removed, and a new pacing system was implanted on the right side. No further patient complications have been reported as a result of this event.